Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, a cable frayed on a mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was frayed at the grip hub. The frayed strands stuck out from the hub. Other cables at the instrument's wrist were not damaged. An additional observation not reported by site were scratch marks on the distal end components. The grip hub and distal clevis ear both exhibited scratch marks adjacent to the cable fraying. Engeneering concluded the scratches were likely due to mishandling/misuse and the same damage likely caused the cable fraying. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.